Event description:
The consumer reported a conflicting patient result with the binax now covid-19 antigen self-test performed on (B)(6) 2022 on a direct tested nasal kitted swab that generated a positive result repeat testing was performed on the same day, on a direct tested nasal kitted swab and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 207915 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 207915 and device part number 195-430h / lot 203129. The lot met the required release specifications. A review of the complaints reported as conflicting patient results (confirmed and unconfirmed, conflicting results) related to kit lot 207915 showed that the complaint rate for false positive is (B)(4), and complaint rate for false negative is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.